Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other rx graftmaster 3.5x19 device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a perforation with extravasation in an eccentric, de novo lesion in the heavily tortuous distal left anterior descending coronary artery (lad). An attempt was made to cross the lesion with a 3.5x19 rx graftmaster covered stent system, then a 2.8x19 rx graftmaster, but each device was unable to cross the lesion due to patient anatomy. There were no other device issues. Another 2.8x19 rx graftmaster was able to cross and successfully sealed the perforation. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported unstable stent and stent dislodgement were confirmed. The reported failure to advance and removal difficulty could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the graftmaster coronary stent graft system instructions for use (IFU) states: should unusual resistance be felt at any time when withdrawing the stent graft towards the guiding catheter, the stent graft delivery system and the guiding catheter should be removed as a single unit. This should be done under direct visualization with fluoroscopy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the abbott vascular returned goods lab received the 2nd rx graftmaster device (2.8x19) in the following condition: the stent implant was dislodged from the balloon and was not returned. Crimp marks were noted on the tightly folded balloon between the markers, confirming that the stent was not deployed, but dislodged. Additional information received indicated that after the failure to cross, when withdrawing the 2.8x19 rx graftmaster through an unspecified guiding catheter, resistance was felt (it became stuck) and the stent had almost dislodged (shifted) but had not completely dislodged from the balloon. The stent system (with its shifted stent) was withdrawn through the guiding catheter against resistance. When repackaging for return, the stent inadvertently completely dislodged, but the stent was confirmed to be inside of the packaging with the delivery system prior to shipment. No additional information was provided.